Event description:
Catheter was flushed and used cool point tubing and plugged into console but fiberoptic failed to connect. It was unplugged and plugged back in and the connection was reset to the console/computer, but it still would not work. So, a new device was used and worked fine.